Event description:
It was reported that pump insulin gauge displayed static fill estimate that differed from amount expected by caller, with pump showing 190 units remaining and not changing despite insulin delivery. There was no reported impact to the customer¿s blood glucose level. Customer received education from technical support that this could occur due to variation in measured pressures used to calculate remaining insulin and was advised that once actual insulin in cartridge matched static displayed amount, fill estimate would begin to count down normally, which customer understood and acknowledged.